Event description:
The customer reported that four samples showed grainy +/- results when tested with erytypecell a1. The customer was not sure of the exact date of event but his tango optimo pictures strongly suggest (B)(6). The customer has neither returned the supposedly defective product nor the patient samples that had caused false positive test results. Therefore, our quality control laboratory tested the retained sample of erytypecell a1&b with different donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of erytypecell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident